Event description:
The infusion pump was found by biomedical to have the motor mechanism mount broken. The malfunction sensors for a dropped pump had not been activated. The motor rotation sensor was activated after the pump was started. No pt injury. I have made multple attempts to try to get the pump back to alaris for testing. The risk manager stated that the pump was repaired and put back into circulation, but he would make an attempt to locate it. I reiterated to him that we would like to investigate the pump to check the logs, instrument condition and look for any signs of obvious drop damage.